Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test noted. However, device have a missing segments/partial display anomaly due to cracked lcd zebra connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a line running in the middle of the insulin pump screen. The customer¿s blood glucose level was unknown. The customer stated that it was just started as a small line then it becomes bigger. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.